Manufacturer narrative:
(B)(4).

Event description:
Patient care specialist contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient care specialist did not report any injury or medical intervention at the time of contact with dexcom technical support.